Event description:
Hcp reported patient presented with signs of menigitis of the device pocket. These include fever, redness, pain, meningeal signs/symptoms, and headache. Cultures of the device pocket and csf were obtained. G+ cocci with no growth at 48 hours was the organsim cultured. The patient was treated with both oral and IV antibotics and total device system explant. The devices were not returned to the manufacturer for analysis. Hcp reported patient's infection is resolved. Hcp reported patient has a risk factor of post-op wound or skin contamination. A follow up report will be sent when additional information is received.